Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed as the unit was returned frozen and could not be assessed. The device appeared to have been misused/abused at the customer site. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.